Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc) devices. It was reported that after the sgc was removed, a shunt in both directions was observed. The reported patient effects of perforation as listed in the instructions for use, is known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported perforation could not be determined. The reported additional therapy / non-surgical treatment were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial perforation, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted a rigid septum and flail. The steerable guide catheter (sgc) was successfully advanced to the mitral valve. Then the clip delivery system (cds) was advanced to the mitral valve, and one clip was deployed, reducing mr. After the sgc was removed, a shunt in both directions was observed. The atrial perforation was treated with a closure device. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.